Event description:
Philips received a complaint on the heartstart xl indicating that the battery was found faulty during self-test. There was no patient involvement at the time the issue was discovered. This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by asp, which included charge and discharge test. The results of the analysis indicated that the battery is faulty. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective battery. The issue was resolved by replacing the battery and the product is back in service.